Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval is complete.

Event description:
The tubing blew off the injector end spraying contrast in the room. This happened two times. Injector settings: volume: 35ml, flow: 12mls/sec, pressure: 90 psi. No harm or injury was reported. This is one of two reports for this event. 1721504-210-00214.